Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con iii. (B)(4). Suspect device received on september 02, 2021. Device evaluation completed on september 06, 2021: visual analysis of the returned sample revealed that the sm mpp gel 350cc breast implant had a crease/fold on the posterior view extending to the anterior view. In addition, a tear was noted on the posterior view within the crease/fold measuring approximately 7.8 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision with mentor memorygel breast implant, 350cc silicone breast implant experienced bilateral capsular contracture baker grade iii. The issue was diagnosed through physical examination. As a result, patient had the implants removed on (B)(6) 2021. This report relates to the right prosthesis.